Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the infant flow sipap unit was showing e33 and e30 errors on the display during setup. There was no patient involvement with this event.